Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009; inratio: 5.6; lab: 10.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009, inratio meter = 5.6 inr, reference = 10.2 inr, mean = 7.90, confidence limits = unable to determine. The time of testing between inratio and reference is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both values are above 5.0 and not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing beyond the investigation is required at this time. As of 11/25/2009, 2 discrepant result complaints were reported for lot #220376 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time as product deficiency was not established.